Event description:
It was reported that the catheter broke. The catheter was replaced in 2009. During surgery, a catheter break at the root of v-wing anchor was confirmed. No patient symptoms were reported. The pump contained gabalon.

Manufacturer narrative:
Results: used for the catheter which was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.